Event description:
Quote from b5 form 3500a on 5/31/2005 submitted by tyco healthcare/kendall to FDA: "it was reported to tyco healthcare/kendall on 5/31/2005 that a customer had a problem with a scalpel electrode. The customer stated deceleration was noted on monitor at 1 1/2 min. The scalpel electrode was applied. The fetal heart rate was initially 60 then dropped to 30. Total deceleration with scalpel electrode was six minutes. An emergency c-section was performed. No body or nuchal cord was noted and no reason was noted for the prolonged deceleration. Apgars were 8/8. After thought was to change external cord, but it was too much of an emergency at the time.